Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found a broken lens in the optical system, no moisture, the outer tube was bent and there was a fluid leak from the light guidepost. The scope was received without the protective cover, and there were minor scratches on the distal edge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the telescope "oes elite", 4 mm, 30°, hd, autoclavable had broken parts. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h6 and h11. Corrected fields: b5, e1 (reporter last name) and h6 (health effect - impact code). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the broken lens in optical system occurred due to the use of excessive force by the customer as well as excessive mechanical force caused by an impact or fall. Olympus will continue to monitor field performance for this device.

Event description:
The customer was reprocessing for an unspecified diagnostic procedure.